Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported they are uncertain which patient the ins was originally registered to and when they were transferring the settings for the patient, it asked if they wanted to override previous settings. They do not recall seeing a name but clicked yes for the override. The package was still sealed with plastic wrap around the outside. A different ins was used.

Manufacturer narrative:
Prior to use. Prior to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-operatively when the manufacturing representative (rep) attempted to use the implantable neurostimulator ( ins), the device was depleted. The rep charged the ins to 25% and saw the ins had been registered and activated to a different patient. When interrogating the ins, they did not see a power on reset (por) message. Overdischarge (od) was reviewed. The ins will be sent for analysis. It was decided to use an alternative ins. 2020-02-11 additional information was received that the ins would be returned for analysis. The ins was part of the rep's trunk stock and they had a "back up" ins. The reported device was not implanted. 2020-02-26, the rep stated that the cause of the device being registered and activated to a different patient was unclear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received stating the device was returned to (B)(4) and was discarded.